Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18367. Reference MFR report: 1627487-2013-18368. The pt had 2 leads (from the same lot) and 2 anchors (from the same lot) implanted as part of her scs system. The pt reported she had an infection with her scs system. The physician cleaned out the site, however, the tissue was not resolved. Subsequently, the pt had her scs system explanted in 2011.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to met specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.